Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 39286-30, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97791, lot# n503417, implanted: 2015 (B)(6); product type accessory product ID 97740, serial# (B)(4), product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 37791, serial# unknown; product type recharger product ID 37791, serial# unknown; product type recharger. (B)(4).

Event description:
It was reported that the patient had scar tissue and nerve pain after the previous stimulator was taken out in the back of her neck/spine. The patient still had numbness that had not gone away from the surgery since (B)(6). The new stimulator had not been turned on until early (B)(6) due to the much nerve pain/scar tissue. The new stimulator was in her upper buttock. In addition, since the device was turned on, she was only able to get 2 coupling boxes. Recharging to half took ¿forever.¿ the patient had tried about 10 days prior and then again the night prior. The patient stated that after trying the night prior, she was worried it would deplete so she turned it down to zero on both programs. During the report, the antenna was repositioned and the dial turned, but the patient still was not able to get more than 2 boxes. A new recharger antenna would be sent as it was stated to be damaged. No device was returned. C500. It was reported ten days later that the patient was sent a new antenna with no improvement. A new recharger was also tried. A coupling problem was still reported, maximum of two coupling bars, and still having trouble recharging. The patient was seen in the clinic on (B)(6) 2015, using the antenna locator, the highest reading was 40-44 with no more than two bars seen. The implant wasn¿t steady; rocks back and forth. The implant was superficial. The patient was taken to x-ray and the doctors confirmed the implantable neurostimulator (ins) had flipped. The patient was referred back to the implanting surgeon and will be making an appointment for a revision. It was noted that the patient slipped on stairs, landing on her buttocks prior to the first recharge attempt. The patient¿s health care provider (hcp) confirmed that the patient had surgery on (B)(6) 2015. An anchor issue was the cause of the flip. There was one anchor stitch loose, possibly due to the fall as well as the seroma. The patient was unable to recharge. The patient outcome remains unknown at this time. If additional information is received, a follow up report will be sent.